Manufacturer narrative:
The device was evaluated & the reported condition was confirmed. The exact cause of the difficulty reported could not be determined as the device displayed no discrepencies.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.